Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 400 mg/dl. The customer declined to provide additional information regarding the issue.